Event description:
The abbott technical info analyst (tia) reported that the quality control was low during integration of the architect c8000 analyzer. The tia requested a new lot of iron/magnesium calibrator and reagent probe tubing. The abbott customer tech advocate (cta) shipped overnight to site. The low quality control was resolved with the new calibrator. No impact to pt mgmt was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l . An assessment to pt impact was performed and values above 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The MFR has been notified and a further investigation is currently in process. A final report will be submitted when the investigation is complete.